Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. A new battery was installed and the unit was confirmed to operate for 9 days without interruption. It was noted during inspection that there was damage on the plastic part at the base of the metal hook on the back of the unit. The unit was disassembled for cleaning and inspection. Pacing output, sensing sensitivity, rates and internal circuits were calibrated. The test console was used to confirm all functionality and performance were within specification. (B)(4).

Event description:
It was reported that when the battery was replaced on the external pulse generator, the battery exchange warning lamp lit up three days later. The settings were at aoo 110, 0.6 mv sensitivity, output voltage 10 ma. The device was returned to the manufacturer. No patient involvement was indicated.